Event description:
It was reported that the right ventricular (rv) lead had high impedance and an increase in noise. There was also inhibition of pacing. The patient experienced presyncope. The physician determined the system was implanted too high on the patient's right side and the collar bone crushed the rv lead. The physician capped the rv lead and implanted a new system on the patient's left side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2009; addr01, implantable pulse generator, (B)(6) 2009. (B)(4).